Event description:
Additional information was received from the manufacturer's rep who clarified the patient hadn't been hospitalized, but rather they had waited in discharge area of hospital for some time so wanted to troubleshoot at home. Patient weight was unknown. Patient indication for use was urge incontinence.

Manufacturer narrative:
Correction to b1: this was a product problem, no patient symptoms were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient post implant is getting a 1707 error code on their handset, received the message 2 times prior to calling. The rep was able to charge ins prior to case to 100% without issue, the error occurred post-op. The rep reports connecting the recharger and the handset app reports excellent coupling, then switches to searching for device and then 1707 appears. During troubleshooting they did attempt to reset the recharger by pressing the start button until the lights blink. The 1707 error code appeared again. Rep also did reset the bluetooth by turning on airplane mode. Patient was sitting while recharging, in postop with one monitoring device on the wall. Rep indicated patient needs to go home now and they will follow-up in office setting to troubleshoot further and capture the log file. On 2020-sep-17 additional information was received from the rep: caller reports patient had been in the hospital for some time and did not want to try and connect the recharger in a different location. Patient wanted to go home and try connecting the wireless recharger at home. Caller had not heard back from patient. On (B)(6) 2020 the rep reported that once patient was discharged and returned home there were no reported issues. The recharging steps were carried out successfully without any issues or error codes. Patient was able to fully charge battery. Per technical services this was likely due to environmental factor such as emi located in the pacu where the recharge in-service occurred. No issues to report at this time.